Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device lost the ECG signal via electrode pads and the signal did not return. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report number 1220908-2025-00691 for a similar report from the same customer.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was evaluated by a zoll representative at the customer's facility. The issue occurred when using a standard 3-lead ECG cable with the zoll r series device in proximity to a boston scientific farapulse ablation device. The ECG signal was lost during ablation but reappeared when using monitoring pads or switching modes. The site was using pro pads and a 3-lead cable. The customer noted that this issue occurred only during pulse field ablations the representative identified electromagnetic interference (emi) as the root cause, as the facility was not using an esu filtered ECG cable designed to suppress such interference. It's noteworthy to mention if the r series unit is being used in the presence of an esu, ablation device, or any other high electromagnetic noise emitting source, zoll recommends using the r series 3-lead ECG cable, esu filtered, specifically designed to limit esu artifact when monitoring heart rates. The claim is closed as device meets specification. No trend is associated with reports of this type.